Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01159. It was reported by the plaintiff's attorney that the plaintiff was "diagnosed with stress urinary incontinence and vaginal vault prolapse". "For the treatment of these conditions", the plaintiff was implanted with a monarc sling system on (B)(6) 2011. "In (B)(6) 2011", a surgery to "remove the mesh", and a "revisionary surgery, and vaginal reconstruction" occurred. It was alleged that the plaintiff had "recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh", "chronic physical pain and severe emotional injuries", and that the plaintiff has had other injuries.